Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected historically detected high shock impedances for which a high energy shock was delivered through the device and the impedance measurements returned to normal. However, the shock impedances have since increased again. Boston scientific technical services (ts) recommended isometrics and pocket manipulations along with shock lead integrity testing. No adverse patient effects were reported. Attempts to obtain resolution and any other pertinent information was unsuccessful. All available information suggests that the device remains in service.